Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the right ventricular (rv) lead implant, the lead was found to have abnormal sensing identified as under sensing, the fault was eliminated, and then re-implanted, but the sensing was not restored. The rv lead was removed from the patient's anatomy and not implanted. It was also reported that during implant of the implantable pacing lead (ipl), placement difficulty occurred, the lead could not be screwed in during the implantation for the patient. The ipl lead was removed and then tried again but still could not be screwed in and repeatedly changed different positions seven times, however, it still could not be screwed in. The ipl was removed from the patient's anatomy and not implanted. No patient complications have been reported as a result of this event.